Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the 2.7 mm universal drill guide (p/n: 323.26, lot #: 4l41201) was returned and received at us cq. Upon visual inspection, the handle was observed to be slightly deformed. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was performed on the returned device. The inner diameter of the 2.7 drill sleeve was measured and is within the specification per relevant drawings. The inner diameter of the 2.0 mm drill sleeve was measured and is within the specification per relevant drawings. Service and repair evaluation: the customer reported the universal drill guide was broken. The repair technician reported the drill sleeve is damaged. The supplier unable to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed: 2.7 mm universal drill guide, 2.7 mm drill sleeve and 2.0 mm drill sleeve investigation conclusion: the complaint condition was un-confirmed for the 2.7 mm universal drill guide (p/n: 323.26, lot #: 4l41201). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 323.260-us. Lot: 4l41201. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, the universal drill guide was broken. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).